Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of the event. The procedure was completed as planned as the reported issue didn¿t interrupt the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the system displayed low disk space error, which could impact imaging. Upon functional testing, the fse reviewed error log and found dicom destination errors. To resolve the reported issue, the fse recreated the patient database, worked with pacs admin support to get syngo destination configured properly and adjusted the epx database. After repair, the fse verified that the auto transfer nodes were operational, and the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported low disk space issue didn¿t impact on the completion of the procedure. The procedure was completed as planned on the same system as the reported error did not have any impact on the procedure, patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system displayed a low disk space error, which could impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.